Event description:
Cap of oral syringe broke in a way that left plastic piece in the oral syringe tip. Poses risk of a foreign object ingestion if trying to administer medications using this syringe if the cap fails.